Event description:
It was reported that there was an atrial lead perforation. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model a3dr01 implantable pulse generator (ipg) implanted 2013-(B)(6); model 5086mri implantable pacing lead implanted 2013-(B)(6), (B)(4).